Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was used to draw up "cow blood", and hemolysis was observed in it during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported hemolysis occurred. The sample is cow blood."

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and poor barrier separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was used to draw up "cow blood", and hemolysis was observed in it during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported hemolysis occurred. The sample is cow blood."